Manufacturer narrative:
Approximate age of device ¿ the day of implant. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant process, while tunneling the driveline through the subdermal tissue, a part of one leaflet broke off and was lost inside the tunnel. The screw for connecting the tunneling lance was fully engaged, and the yellow marking was no longer visible. The surgeons tried to locate the broken piece and recovered a little fragment but not the whole part. The patient did not experience any adverse sequelae. No additional information was provided.

Manufacturer narrative:
The report that one of the leaflets of the tunneling adapter broke off and was lost in the driveline tunnel during the implantation was confirmed through the evaluation of the returned part. Analysis of the fracture faces under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The patient remains ongoing on lvad support and no additional complaints have been reported. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.